Manufacturer narrative:
(B)(6). The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the telescope optics of (B)(6) 2023 have many white, strongly disturbing particles in the eyepiece. The issue occurred before reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is highly probable, that the residues of the drying ring that have been deposited in the system, due to increased moisture. The cause of this moisture cannot be determined, as no leaks could be detected. However, it is likely, minimal leakage of an o-ring or a weld seam cannot be ruled out. So that, minimal moisture could penetrate over a longer period of time, during processing (autoclave, temperature, pressure). Olympus will continue to monitor field performance for this device.